Event description:
A voluntary MDR/medwatch report was received on 01/05/2026. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. This report is three of three submitted for the same patient, each describing cgm inaccuracies that preceded separate hypoglycemic events. According to a report received via maude, the patient¿s bg level reached 46 mg/dl on two occasions. The behavior of the cgm during these events was not described; however, these occurrences were noted within an inaccuracy report. Multiple attempts were made to obtain additional details and clarify the circumstances surrounding the events. To date, no response has been received. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5180350, mw5180351 and mw5180352. Diabetes mellitus is a known cause of hypoglycemia. This is 3 of 3 reports where the patient experienced inaccuracy that led to a hypoglycemia event that occurred three separate times. Please see the related records (B)(4).